Event description:
The consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Product was received for investigation and root cause of the reported issue could not be determined.